Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following information from the site: the maryland bipolar forceps instrument was inspected but the issue was not detected by the instrumentation, only observed with the image enlarged on the monitor. There was no damage. The instrument was being used in a hepatic lobectomy but had not used the power yet. The cable was black and was without the protective black cover. The customer did not know if the wire was exposed due to damaged insulation. No power was used. No signs of thermal damage were noted at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return for evaluation. Images/videos are not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the maryland bipolar forceps instrument had a broken power cable. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The conductor wires were exposed. No signs of thermal damage were observed. An additional observation reported by site that is related to the primary failure: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed due to the insulation being pulled back. The conductor wire insulation was damaged, but the wire was not fully broken. Additional observation not reported by the site that is related to the primary failure: the instrument was found to have mechanical indentation damage to the yaw pulley at the distal end. The damage is located near the broken conductor wire failure. No missing material. The complaint was confirmed by failure analysis.